Event description:
According to the reporter, during an open thoracotomy right lobectomy and chest wall resection, lymphoidectomy, the device did not fire and the staples did not deploy. There was unanticipated tissue loss and tissue damage. The staple did not fire - it cut but did not staple, the tissue was left open and a significant bleeding occurred. There was blood loss of more than 500cc and the problem required a blood transfusion. There was an extension of more than thirty minutes due to the issue. There was also an extension of hospitalization due to given antibiotics and the liter of blood that was lost. They hand sutured to resolve the issue and complete the case. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.